Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 200 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed by customer fasting during call on (B)(6) 2015 produced result of 219 mg/dl. The product is not stored by customer according to specification in the kitchen. Customer is unable to provide test strip lot#. The meter memory recalled for fasting test results performed: lo (B)(6) 2015 10:30am. Adverse event not reported.